Manufacturer narrative:
The customer reported that the maxzero popped off the j-loop connector, and returned one used sample of material mz1000-07, lot 25025381. Upon initial visual examination, the set had no defects or abnormalities. The set was also infused and pressurized with water, but no issues were replicated. The report of connection issues by the customer was unable to be verified. The maxzero connector was within specification. The root cause for the connection issue could not be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that had two patients where the connector popped off the patient during an infusion.